Event description:
It was reported that this right atrial (ra) lead was possibly fractured and programmed to unipolar pacing with bipolar sensing. Additionally, there were out of range pace impedance measurements. The local area sales representative is being contacted for additional information. This ra lead remains in service. No adverse patient effects were reported. Additional information from the field representative was received noting this ra lead exhibited loss of capture (loc) at max output during the threshold test. Noise was also observed which was being oversnesed resulting in inappropriate atrial tachy response (atr) episodes. The physician viewed the lead under fluoroscopy however the results are not available. Ultimately, this ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was possibly fractured and programmed to unipolar pacing with bipolar sensing. Additionally, there were out of range pace impedance measurements. The local area sales representative is being contacted for additional information. This ra lead remains in service. No adverse patient effects were reported.